Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 5.2 row b was not detected on bus. A field service engineer (fse) reseated and cleaned the row board cable and retractor band to resolve the issue. Then the fse cleaned debris under cubies and ran firmware updates. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 pockets b1, b2, b3, and b6 had failed and were not detected on the bus. The customer tried to reboot and recover the drawer, but the problem was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.